Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone), bupivacaine, clonidine, and compounded baclofen, all at unknown concentration and dose, via an implantable pump for malignant pain and cancer pain. A device interrogation was performed on 2017-jan-12, revealing a motor stall with recovery without documentation of an MRI. The device diagnosis was pump motor stall. There were no actions taken. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the motor stall occurred on (B)(6) 2016 at 11:50 and recovered the same day at 13:39. The time of the MRI was not available.